Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose (B)(6) 2017 with blood glucose of 26 mg/dl at the time of the incident. The customer's current reading is 400 mg/dl. The customer passed out due to the low and injured their head. The customer was given intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness the customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer's pump was exposed to magnetic fields after the customer's low blood glucose incident and they experienced a motor error alarm. The insulin pump will be returned for analysis.